Event description:
A female underwent aaa repair with another MFR's endoprosthesis. The intra- operative angio indicated a proximal type I endoleak. The physician then re-ballooned with a coda balloon. The next angio showed a proximal aortic dissection in the same location as the type I endoleak. The physician first added another MFR's aortic cuff which did not repair the proximal aortic dissection. The physician then performed an open procedure to repair the aneurysm and the dissection. The endoprostheses were all explanted and discarded at the facility. The patient tolerated the procedure.

Manufacturer narrative:
Event evaluation: still under investigation.